Event description:
It was reported that while using bd totalys slideprep smoke and flames were observed by the laboratory personnel. The customer stated there was no injury. The following information was provided by the initial reporter: " it was reported that smoke and flames from multi vial vortexer. Customer inquiry/problem: customer reports they viewed smoke and flames from one of the multi vial vortexers, sn(B)(6), while in use. Customer said there were no injuries."

Manufacturer narrative:
Investigation summary: complaint reports smoke and flames coming from the multivial vortexer (catalog number 490406) serial number (B)(6). Customer observed smoke and flames coming from the multivial vortexer while in use. Customer unplugged and removed vortexer from use and no injuries were reported. To resolve the complaint, service sent a replacement multivial vortexer. Multivial vortexer was sent back but never received by quality to further investigate. Root cause is not determined, and this complaint is not confirmed as no material was returned for investigation. The bd multivial vortexer has been designed and manufactured in such a way as to reduce, as far as possible, the risks of fire or explosion during normal use and in single fault condition. It is designed to meet ul 61010-1 (ed.2), safety requirements for electrical equipment for measurement, control, and laboratory use - part 1 ¿ general requirements. DHR review revealed no abnormalities during build and test of this unit prior to shipping, as it is related to the failure mode reported. There are no corrective action plans or other corrections occurring. Bd quality will continue to monitor trends associated with the failure of "multivial vortexer."

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd totalys slideprep smoke and flames were observed by the laboratory personnel. The customer stated there was no injury. The following information was provided by the initial reporter: " it was reported that smoke and flames from multi vial vortexer. Customer inquiry/problem: customer reports they viewed smoke and flames from one of the multi vial vortexers, sn (B)(4), while in use. Customer said there were no injuries. "